Event description:
As reported , the shoulder engineering team received an email from a rep about a mis-laser marked small reverse baseplate drill guide. The sales rep found a small baseplate guide that is labeled small, but in reality is an 8* post aug. The part was received by the agency but not used in surgery and didn¿t have a patient effect.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.